Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned treatment was performed by the customer when the issue occurred, and the procedure was completed by using another system. Customer restarted the system, but it had no impact. The philips field service engineer (fse) inspected the system on site and confirmed that geometry movements were not available. Review of the system log file showed that random geometry and collimator failure. To resolve this issue, fse replaced the sib box and geo pc. The defective geo pc and sib box were returned to philips for analysis. The cause of geo pc failure was due to faulty rtc battery, and the cause of sib box failure was due to faulty eprom box. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movement was not available. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.